Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4) revealed insignificant anomalies/functionally ok. Analysis of the extension (serial #: (B)(4)) revealed the body/conductor was broken, coiled wire in body, open circuits, and outer insulation melted. Analysis of the adapter (lot #: n431491) revealed outer insulation was melted but functionally ok. If information is provided in the future, a supplemental report will be issued.

Event description:
Return product. No additional information received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension. Product ID: 64001, lot# n431491, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for dy stonia and movement disorders. It was reported that the patient noted that the ins on the right side no longer held a charge. There were no environmental/external/patient factors that may have led to the issue. As part of troubleshooting/diagnostics, an impedance check was performed and were shown to be high. The physician decided to replace the old extension and adaptor for a new extension. The physician also wanted the ins analyzed so it too was replaced. The issue was reported as resolved at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.